Event description:
During a surgical procedure for a left video assisted thoracic surgery and left upper lobectomy, clip appliers were used to isolate and control pulmonary branches. The lobectomy proceeded when they noticed bleeding from the pulmonary branches. There was a significant amount of blood that was accumulating in the chest cavity and once they suctioned it out, they were able to see that the bleeding appeared to be coming from one of the small upper lobe pulmonary arterial branches that had been clipped. The medtronic covidien signia stapler was used (in conjunction with the covidien sigpshell signia power control shell) was used to control four of the five arterial branches. The procedure continued and the stapler was used in the resection of the upper lobe as planned the lobectomy was almost completed when the stapler would not fire, a new stapler had to be obtained. The lobectomy was completed and the bleeding was addressed. FDA safety report ids# (B)(4).